Event description:
The reporter stated the device results were erratic in the 300's, hi, 463, 66, 62, 120 and 229 mg/dl. The results are from different times and days. The user passed out and was treated for hypoglycemia by the emts. The device was replaced and requested to be returned for evaluation.